Event description:
A customer reported a malfunction occurring on a pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing instructions to reset the pump, and the malfunction did not recur after the reset. The customer was informed they could continue using the pump.